Manufacturer narrative:
Section d9: updated due to additional repair. Section h6 evaluation code conclusion remove d15 and add d02 component code remove g07001 and add g02005. H3 device evaluation summary: updated due to additional repair medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient the 980- ventilator went into ¿ventilator inoperative¿ status condition. The device was available for evaluation. The ventilator logs were reviewed and confirmed there was a loss of ventilation at the time of the reported event which appears to be related to an intermittent fault in the direct current (dc) ¿ dc converter printed circuit board assembly (pcba). The service personnel (sp) inspected the unit, identified multiple voltage out of range and battery failure diagnostic codes in the ventilator memory. The sp was unable to duplicate the customer complaint. The ventilator passed all tests and calibrations according to the manufacturer¿s specifications at the time of service. Although the reported issue could not be confirmed in the field, the most likely cause of the event was related to an intermittent fault in the dc-dc converter pcba. The sp was notified of the finding and returned to replaced the dc -dc pcba. The unit passed all the required tests and calibrations as per manufacturer specifications at the time of service. The likely cause of the issue was isolated to faulty dc-dc pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d9 was updated due to part return correction section g 510k section h6 updated due to part return evaluation code conclusion - remove d02 and add d15 component code - remove g02005 and add g07001. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient the 980 ven tilator went into ¿ventilator inoperative¿ status condition. The ventilator logs were reviewed and confirmed there was a loss of ventilation at the time of the reported event. The device was available for evaluation. The service personnel (sp) inspected the unit, identified multiple voltage out of range and battery failure diagnostic codes in the ventilator memory. The sp performed the calibrations to solve the problem. As per the review of ventilator logs by medtronic subject matter expert, there was evidence that a loss of ventilation (lov) occurred at the time of the reported event. Sp was notified about the issue and suggested for the replacement of direct current (dc) converter printed circuit board assembly(pcba). The sp replaced the dc -dc converter pcba and the device passed all the required calibrations and tests as per manufacturer specifications at the time of service. One dc-dc converter pcba was returned for further analysis: the returned dc- dc pcba was visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced dc - dc converter pcba did resolve the issue in the field; however, the returned part was analyzed and tested satisfactorily. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient the 980- ventilator went into ¿ventilator inoperative¿ status condition. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient the 980- ventilator went into ¿ventilator inoperative¿ status condition. The device was available for evaluation. The ventilator logs were reviewed and confirmed there was a loss of ventilation at the time of the reported event which appears to be related to an intermittent fault in the direct current (dc) ¿ dc converter printed circuit board assembly (pcba). The service personnel (sp) inspected the unit, identified multiple voltage out of range and battery failure diagnostic codes in the ventilator memory. The sp was unable to duplicate the customer complaint.. The ventilator passed all tests and calibrations according to the manufacturer¿s specifications at the time of service. Although the reported issue could not be confirmed in the field, the most likely cause of the event was related to an intermittent fault in the dc-dc converter pcba. The sp has been notified of the finding and requested that the customer remove the ventilator until the board could be replaced. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.